Manufacturer narrative:
On december 22, 2020 , additional information received indicated that the left implant despite ultrasound result was not ruptured. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 25, 2020, additional information received indicated that the grade of capsular contracture was iii, and patient underwent bilateral replacements with mentor smooth round 550 ml silicone gel implants, and left side capsulectomy was performed manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: baker¿s grade unknown, capsular contracture and rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 475cc mentor memorygel, silicone breast implant experienced left sided baker¿s grade unknown capsular contracture and, rupture post procedure. The capsular contracture was diagnosed by a physician via physical examination. The ultrasound examination taken on (B)(6) 2020, confirmed intracapsular rupture. As a result, patient underwent removal on (B)(6) 2020.